Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unknown nexgen tm tibial, MDR: 0001822565-2021-01563; unknown nexgen tm articular surface, MDR: 0001822565-2021-01564.

Event description:
It was reported that a study patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient has sought additional medical consultation due to inadequate fusion of the tissue to the implant. No further information is available at this time.